Event description:
During an in clinic follow up, noise was noted on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was stable.